Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging the onetouch lancing device was missing from his kit. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2012 and obtained the following information. The patient claimed the alleged issue occurred on (B)(6) 2102 at approximately 6:30am. The patient reportedly manages his diabetes with metformin pills and glyburide pills and it is not known what actions the patient took if any, in response to the alleged issue. He claimed approximately 2.5 hours after the alleged issue occurred; he developed symptoms of "sweating and dizziness" which he associated with low blood glucose. He could not confirm what form of treatment was administered. No other device was used for testing. At the time of troubleshooting, the cca noted that the lancing device was not contained in the system kit. The patient reported that the closure seal on the kit was intact. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) product cannot be returned since it was reported as missing from the system kit.